Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal aortic cutter actuation button would not unlock. A second kit was opened to replace the defective aortic cutter. The hospital then attempted to use the hs iii proximal seal from the first kit and the seal remained in the delivery tube and would not deploy. Because of this, the seal from the second kit was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).